Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The screw driver shaft, not handle, was not locking into handle due to the ball bearing being stuck.